Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outerinsulation of the lead was extrinsically cut but not breached and visual summary analysis of the lead indicated damage at implant. The analyst commented that electrical and cross continuity test and helix length results were within specification. And there was no insulations breached was observed.

Event description:
It was reported that during a routine device change out, that the initial check of a temporary lead had normal r-wave, impedance and threshold measurements but when the device was connected to the lead there was no pacing. It was noted that screening showed the lead had not moved, but a recheck of the lead had an impedance of 1600 ohms and a threshold of 4 volts. The lead was repositioned but the electrical measurements could not be resolved. The lead was removed and replaced with a new lead which had fine electrical parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.